Event description:
Customer stated that the product overheated during testing. There was no pt involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
The drill attachment was returned to the MFR and the complaint was confirmed. Internal components were evaluated, which revealed corroded bearings and foreign debris contamination. Device eval also revealed insufficient lubrication around the bearings. Presence of corrosion and debris and insufficient lubrication can result in increased friction among the rotating components of the device resulting in heat being generated.